Manufacturer narrative:
The review of the device history record is pending. The device was returned to the manufacturer, and analysis of the returned device is pending. If any additional relevant information is identified following completion of the DHR review or analysis of the device, the relevant information will be submitted in a follow-up report. Information from this incident will be included in our product compliant and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations.

Event description:
A report was received indicating malfunction of the multi-radiofrequency cable. During a procedure, staff had to hold the cable into the pain management generator (pmg) very tightly to continue the lesioning process. When staff tried to complete a second lesion, the cable kept showing error windows. Completion of the second lesion was unsuccessful. No patient injury occurred nd no further medical intervention was required. Please not the kimberly-clark healthcare own this product line, and have reported an MDR for this incident under manufacturer report number: 1033422-2013-00018.